Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment showed no technical problem with the system can be identified which can contribute the reported issue. The patient data review revealed there was no indication showing a malfunction of the laser device. The settings were per company recommendation for cut settings. No technical root cause was identified as the product was found to be within specifications and no indication of a device malfunction caused or contributed to the reported event. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information is requested. (B)(4).

Event description:
A surgeon reported interface debris, photophobia, fluctuating vision, mild haze, and edema in corneal pocket post presbyopic inlay procedure. Reporter has indicated these symptoms are improving post operative. Additional information has been requested.